Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2008. The patient experienced an unknown complication postoperatively. The physician is considering mesh removal. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The mesh was implanted in (B)(6) 2008. Concomitantly, the patient had a cystocele repair. At the time of the initial procedure, the patient had an interstim for interstitial cystitis in place. Approximately three years ago, the patient started to experience abdominal pain. Currently, the patient is in pain. Cystoscopy showed some erythematous patches that were biopsied. The mesh may have contracted below the bladder base. The surgeon plans to resect that part of the mesh. (B)(4).